Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated the pt developed an itchy rash under the pouch on the right anterior thigh. Allergy testing revealed allergies to multiple chemicals. End user has changed type of undergarments and now tucks pouch into undergarments. Area is no longer red and itchy.